Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced stoma site leaking, puss exudate, and infections, treated with multiple rounds of unknown antibiotics. The patient reported that the stoma site issues would resolve while taking antibiotics but would return when treatment ceased. On (B)(6) 2025, the peg tube was replaced with a "thicker" 20 f peg tube, to reduce stoma site leaking. The device was not returned.